Event description:
The customer reported that the system would not boot up during a case. The problem occurred with pt on the table and under anesthesia. The system worked after reboot. There was no pt injury.

Manufacturer narrative:
The system give ups fail error. The primary transformer needs to be adjusted. The rep informed customer that this system can't operate in or 1,3,5 because of the drop in wall voltages from room to room. Informed customer that a electrician would need to be contacted to fix the issues in order to operate this system in the room. Adjusted to 125 and 6 to match room voltage 122.1 system is now fully functional.